Event description:
It was reported in the study entitled "leadless versus transvenous single-chamber ventricular pacemakers: real- world evidence from aveir vr coverage with evidence development study", that there were instances of cardiac perforation resulting from leadless pacemaker (lp) implant procedure. Consequences of thrombus, embolism, hemothorax, pericardial effusion, and tamponade were noted. No further information was available.